Event description:
It was reported that the right atrial lead had no capture and that there was an apparent lead dislodgment. Intervention is planned and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.